Event description:
The customer reported the ventilator went vent inop and alarmed when the ventilator was plugged in and powered on for use after moving patient to another room. The ventilator was not in use on the patient, therefore there was no patient harm or involvement. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's field service technician was able to duplicate the reported event. The service technician reported upon power on of the ventilator, it alarmed and would not start up due to a test failure. The service technician replaced the cpu board to correct the finding. Extended self testing (est) and applicable final testing was completed and all tests passed to operating specifications.